Manufacturer narrative:
The b1 (is adverse event) and b2 (is required intervention) was incorrectly ticked in the initial mw. This a malfunction complaint - no adverse event for the patient. Additional information was provided in h6 (health effect - impact code). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for evaluation. Purge pressure high: clinical details noted that high purge pressure alarms were triggered on day 4 of support. Insufficient data logs were returned for day of reported issue. Returned data logs showed stable purge pressure and purge flow. No purge abnormalities in time frame of returned data logs. The cause of the high purge pressure could not be determined as no product and insufficient logs were returned for time of reported purge issue. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the purge pressure was high. The patient outcome was reported as survived at explant.